Manufacturer narrative:
The reported event that torque limiter 2.5nm, ao fitting was alleged of 'not functional' could be confirmed. The device inspection revealed the following; (functional inspection) note that the torque limiter has been taken to the test lab where we have made the following measurement: 12 cycles have been recorded (nm) 2.26, 3.21, 2.35, 3.65, 4.05, 4.25, 4.35, 4.40, 4.65, 4.20, 3.60 & 4.05 nm. Note that the torque specification should be within 2.25 to 2.75nm range, here it is clearly mostly out of the given range. This instrument was manufactured in july 2014 the complaint was reported on the 17th october 2016, this is more than two years in use. Unfortunately we were never given any information (maintenance charts) as a periodic testing is really the responsibility of the hospital. Wear on the ao coupling part on the back is clearly evident though. None adequate maintenance of the torque limiter could have had an influence of the screwdriver breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Please check the relevant literature which had been reviewed: (in full in the labeling review): the operative technique (axsos-st-14-en rev 1 axsos 3 titanium proximal humerus optech_2015-6882) was reviewed: '' after removal of the drill sleeve, a locking screw in the ascertained length is inserted (preferably by hand) using the screwdriver t15 (705016). Final tightening of the locking screw is always performed by hand using the 2.5nm torque limiter (702760) in combination with a screwdriver bit t15 (705015) and the t-handle (702427). Performing final tightening by hand will help to prevent over-tightening of locking screws, and also ensures that these screws are tightened to a torque of 2.5nm. The device will click when the torque reaches 2.5nm. The torque limiters require routine maintenance. Refer to the instructions for maintenance of torque limiters (v15020). [...] Do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the 2.5nm torque limiter. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again (with 2.5nm torque limiter on).'' [Original statement(s)] the instruction for use v15011 rev m 06-2015 instruments IFU ot-IFU-152 was reviewed: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; [...] For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques). [...] Special comments for application ¿ only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage.¿ the instruction for use v15020 rev l maintenance of torque limiters IFU was reviewed: ¿torque limiters within specification can be used for surgery. Torque limiters close to specification limit should be tested frequently to ensure remaining within specification. Torque limiters outside specification must be discarded and replaced by new ones. [...] Important notes: [¿] torque tester must be recalibrated by an accredited calibration laboratory every two years. Torque tester must be used with care and not dropped.''

Event description:
During surgery, a driver bit was broken when the surgeon was using it with a torque limiter to insert a screw.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During surgery, a driver bit was broken when the surgeon was using it with a torque limiter to insert a screw.